Event description:
Medtronic received information that one year following the implant of this transcatheter bioprosthetic valve, two stent fractures were noted. One stent fracture was observed in the anterior-posterior view and one in the lateral view. There was no change to stent integrity. No further adverse patient effects were reported and the valve remains implanted.

Manufacturer narrative:
Product analysis: the valve remains implanted and therefore, has not been returned to medtronic. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.